Event description:
It was reported that noise resulting in oversensing was noted on the right ventricular (rv) lead. A revision procedure was performed and insulation damage was visually observed on the rv lead and the right atrial (ra) lead related to clavicular crush. The rv lead was capped and replaced. The ra lead was capped. The patient was in stable condition.